Event description:
During setup using a custom pack, the pre-bypass filter was noted to leak. It was discarded and the circuit was used without incident. No patient injury reported as a result of this event. Related to MFR. Report # 2248146-2014-00060.

Manufacturer narrative:
The filter was returned and sent to the manufacturer for investigation. It was determined through testing, that the failed component would have been detected by the in-line inspection equipment, if the failure existed during manufacturing. A root cause investigation determined that the failure was most likely due to long term wear on a welding machine as well as insufficient weld cooling time prior to initial testing. The user facility was able to use these kits without incident. This issue is still under investigation. A follow-up report will be submitted when additional information is received. (B)(4).